Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "ever since the surgery in september on my bladder [not indicated to be related to device], I can't get it (ins) adjusted to work right. Today I'm having a really bad day with it", stating "it's like I don't have it on." The patient continued and said the healthcare provider (hcp) "was wanting to look and see if the leads were off" due to loss of therapy. The reason for calling was to inquire the difference between programs and voltage for ins settings. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 3.9v on program 4. They have the ability to change programs and/or adjust stimulation so they changed stimulation to program 1. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was lastly reviewed to follow up with the hcp if the problem does not resolve and to further assess ins/therapy. No further patient complications have been reported as a result of this event.